Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient used damaged pump even though was advised 2 days ago to discontinue the use of the pump which led to low blood glucose level event on 25-mar-2026. The patient had managed with glucose tablets milk and food.